Event description:
It has been reported to philips that the allura system monitor crashed and displayed a blue screen during the procedure. No patient or user harm reported. The philips service engineer went on site and replaced the hard disk, restored the backup software and formatted the image disc. After the repair, the device functioned as intended. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. The field service engineer (fse) inspected the system onsite and confirmed that that the screen went blue. Upon further inspection, fse found that there was software problem. To resolve this issue, philips engineer replaced system disk, reinstalled the backup and ippc software. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.